Manufacturer narrative:
Additional information: patient identifier, event problem and evaluation codes. Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. A battery was inserted into the pump and the pump was powered on. The pump did not sound while the battery was inserted confirming the field observation. It was found that the piezo wire was broken. This wire was replaced. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump failed to alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.